Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5056152) on 23-oct-2015. The most recent information was received on 16-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), post procedural pneumonia ("did develop pneumonia 5 days following the hysterectomy"), post procedural sepsis ("I did develop sepsis 5 days following the hysterectomy"), fibromyalgia ("fibromyalgia") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation, joint pain, fibromyalgia and gastroesophageal reflux disease. Previously administered products included for an unreported indication: cymbalta and nexium. Concurrent conditions included appendicitis, low mood, constipation, left lower quadrant pain, dyspareunia, general body pain, left upper quadrant pain, shortness of breath, vomiting, sepsis, fever, tachycardia and cough. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fibromyalgia (seriousness criteria disability and medically significant). In (B)(6) 2014, the patient experienced migraine ("migraines"), 15 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced post procedural pneumonia (seriousness criterion medically significant), post procedural sepsis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy(full) /salpingectomy(bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved, the post procedural pneumonia, post procedural sepsis, fibromyalgia, migraine, dizziness, fatigue, headache, nausea and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dizziness, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post procedural pneumonia, post procedural sepsis and vaginal haemorrhage to be related to essure. The reporter commented: symptoms resolved after the (B)(6) 2015 surgery. Date leave began: (B)(6) 2015. Date leave ended: (B)(6) 2015 various times during 2015. Reason: pain and heavy bleeding. Insertion details: date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2014: result: total bilateral occlusion. Tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), pneumonia ("did develop pneumonia 5 days following the hysterectomy"), sepsis ("I did develop sepsis 5 days following the hysterectomy"), fibromyalgia ("fibromyalgia") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. B40019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation. Previously administered products included for an unreported indication: cymbalta and nexium. Concurrent conditions included appendicitis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fibromyalgia (seriousness criteria disability and medically significant). In (B)(6) 2014, the patient experienced migraine ("migraines"), 15 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pneumonia (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy(full) /salpingectomy(bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved, the pneumonia, sepsis, fibromyalgia, migraine, dizziness, fatigue, headache, nausea and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dizziness, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pneumonia, sepsis and vaginal haemorrhage to be related to essure. The reporter commented: symptoms resolved after the (B)(6) 2015 surgery. Date leave began: (B)(6) 2015. Date leave ended: (B)(6) 2015 various times during (B)(6). Reason: pain and heavy bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2014: result: total bilateral occlusion tubes were occluded. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no evidence of a quality defect. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 4-feb-2019: new pfs received. Lot number added. New events- abnormal bleeding (vaginal, menorrhagia), headaches, nausea, dysmenorrhea (cramping), lower abdominal pain , pneumonia & sepsis were added. New reporters, plaintiff's information, indication, concomitant condition and historical drugs added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fibromyalgia ("fibromyalgia") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 14 days after insertion of essure, the patient experienced migraine ("migraines"). In (B)(6) 2013, the patient experienced fibromyalgia (seriousness criteria disability and medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the fibromyalgia, migraine, dizziness and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dizziness, fatigue, fibromyalgia, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: symptoms resolved after the (B)(6) 2015 surgery quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no evidence of a quality defect. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up received from summons: indication and events pelvic pain, abdominal pain, back pain, and heavy bleeding was added. Essure start and stop date updated and case classification updated to potential legal case. Essure legal manufacture has changed from bayer healthcare,(B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.